Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and was able to verify the report issue but was unable to duplcate it. Stryker pac determined a depleted battery was the cause of the reported issue. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer reported to stryker that the device was not powering on despite trying multiple batteries during inspection of the device. As a result, defibrillation therapy may not be able to be delivered. There was no report of patient use associated with the reported event.

Event description:
The customer reported to stryker that the device was not powering on despite trying multiple batteries during inspection of the device. As a result, defibrillation therapy may not be able to be delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.